Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of inappropriate automated mode switch noted due to far-field r-wave oversensing. The event resolved on its own, and the patient was stable with no consequences.